Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that right atrial (ra) lead had lost its slack. The patient was reportedly a twiddler and had pulled all the leads back. During a lead revision, the ra lead was advanced slightly to give it slack. No additional adverse patient effects were reported.